Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. It should be noted that the bmw universal instruction for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was an electrophysiological ablation of the left atrium. A balance middleweight (bmw) universal guide wire was being used when the distal portion (30 cm) of the guide wire separated in the left atrium. The separated portion was removed with a snare device. Another guide wire was successfully used to complete the procedure. The patient was stable after the procedure and has been discharged. There was a clinically significant delay in the procedure as it took 2 hours to retrieve the guide wire; however, there was no adverse patient sequela reported. No additional information was provided.